Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion and subsequent death could not be conclusively determined.

Event description:
Related manufacturer reference: 3008452825-2017-00181, 2182269-2017-00094, 2182269-2017-00095, 3005334138-2017-00125, 3008452825-2017-00182. During a vt ablation procedure due to a vt storm, a pericardial effusion occurred. It was noted the patient exhibited a pre-existing effusion, likely from the resuscitation attempts the previous day. Mapping was performed in the left ventricle, followed by ablation of the purkinje fibers. After the third ablation the patient became hypotensive and fluoroscopy and an ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. It is unknown if this was a new pericardial effusion or an exacerbation of the pre-existing effusion. The patient expired two days later due to cardiac insufficiency. There were no performance issues with any abbott device.